Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation on 23sep2020. An investigation was conducted on 02oct2020. There were signs of clinical use and no evidence of blood. The heater wire was observed to be flexed away from the hot jaw, remaining attached at the base and the tip of hot jaw. The silicone insulation on the cold jaw was observed to be peeled off a quarter way and detached, exposing the metal piece on the tip of the cold jaw. The detached part was not returned back for evaluation. No other visual defects were observed. The jaws were cleaned gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the reported failure "material twisted/bent; wire". The resistance value was measured at 0.685 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, both the reported failures "peeled jaw" and the "material twisted/ bent wire" were confirmed. The lot # 25152372 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone peeled back and jaw broke away from the heating element. A replacement device was used to complete the procedure. The hospital did not report any patient effects.